Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was having charging issues and will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having charging issues and will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient was having charging issues and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure due to the patient needing a magnetic resonance imaging (MRI) for a non-device related lumbar spinal imaging which was not possible with the current ipg.

Event description:
A report was received that the patient was having charging issues and will undergo an ipg replacement procedure.